Event description:
The clip applier was at the last clip. When the doctor discharged it, the clip applier stuck and would not open. The doctor was working on the cystic artery at the time and had to pull at the applier. The doctor yanked it and then tried to grab it from the other side to get the applier off. The clip applier pulled away, but would not open. There was no adverse outcome to the patient.